Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective ail (air in line) pcb (printed circuit board). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.

Manufacturer narrative:
The facility reported an infusion pump with a channel c air in line alarm when no air in line was present. Evaluation summary: during product evaluation, a defective ail pcb was observed. The defective ail pcb, confirmed the channel c air in line false alarm. The ail pcb was replaced and the baxter technician tested the device.